Event description:
The patient reportedly experienced no sound and no lock between the external equipment and the cochlear implant. External equipment was exchanged, however this did not resolve the issue. Integrity testing could not be performed due to no lock. Device revision surgery will be scheduled.